Event description:
It is reported that the pt was revised due to the articular surface disengaging from the tibial tray. During revision surgery; a broken piece of poly was found in the joint.

Manufacturer narrative:
The type of damage and wear observed on this device and subsequent dissociation can occur if the device is not completely snapped into position during implantation. Another possibility is that the device dislodged after implantation due to misalignment of components or pt factors, such as weight, bone quality, activity level, type of activity (low impact vs. High impact), or possible trauma. A definitive root cause cannot be determined with the info provided. The measured dimensions were within specification as returned. The snaplock had fractured off and the posterior region of the backside was heavily worn as returned. Mfg documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification.